Manufacturer narrative:
Exemption number e2019001 - permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of ischemia and surgical treatment, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility (wall apposition); however, the wall apposition issue appears to be due to the wall apposition issue. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) artery. A perforation occurred during use of an unspecified device. The graftmaster stent was implanted as treatment and the perforation was sealed. It was noted that the graftmaster stent was not fully expanded and post dilatation was performed, but the stent would not stay fully expanded and flow was noted to be sluggish due to poor stent expansion. The physician was concerned that the vessel would occlude so the patient was taken for emergent single vessel coronary artery bypass surgery. Post procedure, the patient was in stable condition. No additional information was provided.